Manufacturer narrative:
Insulin pump received with alarm during the basic occlusion test due to a protruded/loose drive support disk. Cracks on the case, reservoir tube, battery tube threads and a scratched display window was also noted.

Event description:
Customer reported that the insulin pump alarmed during manual prime and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.